Manufacturer narrative:
The returned valve was patent and met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device leaked nine days after it was implanted. The device was explanted and there was no damage seen.